Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced. Upstream occlusion alarms were confirmed during a review of the event history log. It was determined that the root cause for the alarms was continuity on pins of the upstream sensor tail. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump had a "upstream occlusion sensor issue". It was also reported there was no patient injury.